Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from the home patient's son with additional information from the home patient's registered nurse of a breach in aseptic technique and peritonitis coincident with dianeal therapy. During a call with baxter home care services, the following was reported. On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The hp was not hospitalized for the peritonitis. Treatment was reported as ampicillin 500mg, ceftazidime 1g, vancomycin 2g. Specifically, there was a breach in aseptic technique caused by the home patient making a mistake / touch contamination the patient is recovering from the peritonitis. No additional information is available.